Event description:
During non-clinical activity, the user reported, the connector cable to the sternal saw was broke. No other details regarding the event were provided. The saw was returned for investigation. Since the event occurred during a non- clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.